Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the keyboard touchscreen hub. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system displayed a communication failure error message and would not boot up. No patient injury was reported.